Event description:
The subject device was returned for analysis and the device investigation revealed that the balloon has hole/perforation during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection there was some crystallized contrast media noted within the inflation lumen of the balloon catheter. There was no damage noted to the through lumen when viewed through the inflation port of the hub. There was a hole noted to the balloon. During functional test an attempt was made to inflate the balloon, however it was unable to be inflated due to crystallized contrast media within the inflation lumen. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon failure to inflate was not replicated, however the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, 'basilar artery (ba) stenosis case. Diameter of vessel. Length of stenosis:12mm. After preparation the operator used a balloon to dilate. Flushed and delivered the balloon to reach the location and when dilating the balloon, the operator checked the digital subtraction angiography (dsa) and saw the balloon was not inflated. Then replaced it with another balloon to finish the procedure'. Additional information indicates that the device was prepared as dfu, there was no damage noted to the packaging prior to opening the package, the device was confirmed to be in good condition during preparation/prior to use on the patient. Additionally, continuous flush was set up and maintained throughout the procedure. The device was returned for analysis, and it was noted that there was some crystallized contrast media noted within the inflation lumen of the balloon catheter, no damage was noted through lumen when viewed through the inflation port of the hub, a hole/perforation was noted to the device and an attempt was made to inflate the balloon, however it was unable to be inflated due to crystallized contrast media within the inflation lumen. It is probable that the balloon was damaged during use causing the reported events. An assignable cause of procedural factors will be assigned to the reported event: balloon failed to inflate and to the analyzed events: balloon has hole/perforation during use and balloon catheter shaft blocked/occluded, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.